Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported an itchy skin irritation on his back under the lifevest. The patient reported that the itching caused him to scratch the skin, causing it to bleed. During a follow-up, the patient reported cuts on his shoulder blades and the back of his neck and that he had removed the lifevest. The patient did not seek medical attention but was applying neosporin to the affected areas. The final medical outcome of the skin irritation is unknown. There was no alleged device malfunction.